Event description:
Report received of a tubing separation. The pump was programmed to deliver 323ml of 5fu in the continuous mode at a rate of 1.9ml/hr. The 5fu was initiated in 2004 at 3:00 pm. Reportedly, two days later at 5:30 am the pt reported that after waking up for the morning, pt noted that the fanny pack containing the 5fu and the pump was moist. Pt opened the pack and noted that the tubing had separated from the white spike of the set. The pt powered off their pump, reconnected the tubing to the spike and waited until 8:00am to call the nurse. The pt reported that the separation had occurred after pt had risen for the day, because the bed linen was dry. The pt denied pulling on the tubing or dropping the fanny pack. The pt was seen in the dr's office and given a new 5fu solution, tubing set and pump. The nurse reported that she calculated that the pt had received approx 36 hours of the infusion. She then calculated the pump to deliver approx 72ml less than the initial bag. The nurse reported running the new solution at a slightly faster rate, so the infusion would still be completed by 3:00pm five days later. The solution infused without difficulty. The nurse reported that the pt did not experience any adverse effects. Though requested, no add'l info was provided.